Event description:
It was reported that the patient presented to the clinic for a post-operative check. It was noted that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable.